Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the patient profile form (ppf), the filter was implanted due to a history of pulmonary embolism. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, caval thrombosis, dvt, post-thrombotic syndrome, and severe post-implant pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The patient is reported to have experienced clotting, occlusion of the inferior vena cava, and continues to experience anxiety related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature, and post thrombotic syndrome do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
No additional information will be forthcoming.

Manufacturer narrative:
As reported, the patient underwent placement of the optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, caval thrombosis, dvt, post-thrombotic syndrome, and severe post-implant pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Dvt, thrombosis and post implant pain do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Such event may be related to other comorbidities and not necessarily related to the implantation of the filter. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, caval thrombosis, dvt, post-thrombotic syndrome, and severe post-implant pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.